Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 17-oct-2018. It was reported that crossing difficulty was encountered. The stenosed target lesion was located in a coronary artery. A 4.00x24mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was competed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. Promus element, mr, ous 4.00x24 mm stent delivery system was returned for analysis. A visual examination of the stent found damage to the distal end and mid-section of the stent. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.